Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow up attempts were made to complete troubleshooting, however, the customer did not respond to the follow up attempts. No further information was provided.